Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the customer keeps getting high blood glucose because they are out of supplies. The customer stated that they've been having several infusion sets with bent cannulas leading to high blood glucose. The customer reported that she was at least 400 mg/dl plus at time of first incident about a month ago. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.